Manufacturer narrative:
Concomitant medical products: product ID addrl1 ipg, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient developed an infection. An attempt was made to remove the device and leads; however, due to significant scarring and the patient's complex comorbidities the explant could not be performed. The device and leads were left in place and the system was replaced. Approximately six months later, the initial system was removed. No further patient complications have been reported as a result of this event.